Event description:
It was reported that the customer's insulin pump had a damaged battery cap and they were unable to unscrew it. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corrosion on the keypad traces. No unexpected no delivery alarm noted during testing. The insulin pump has cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, broken reservoir tube lip, missing end cap sticker, and has dog chew marks on the case.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.